Event description:
It was reported that the battery screw was stripped. The doctor locked down the screw with one click and then realized they had not inserted the lead all the way. They backed the screw out and tried to reinsert the lead but the lead would not progress anymore. The lead seemed to get stuck halfway through. Impedance testing was performed and the battery was not implanted. The battery was replaced with a new battery. There were no patient symptoms reported and the patient status was listed as ¿alive ¿ no injury¿ at the time of the report.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) discovered that there was a non-conformance; the setscrew was backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_wrench_acc, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).